Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open box with 34 pouches (one of them opened and unused). Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Received one box which contains 34 pouches of the code-batch 0068165-116275 (novosyn violet 2/0 (3) 70cm dr26) instead of the code-batch 0068012-116275 (novosyn violet 5/0 (1) 70cm hr17). Products traceability has been checked and it has been determined that this error took place in the manufacturing line in the packaging area. Both products were packed in the same line and same day. Line clearance was not correctly performed. Final conclusion: the complaint is justified. Taking into account that there are no other complaints received concerning this issue for this code batch, it is consider an isolated incident. Corrective/preventive actions: according to our internal procedures, there is an improvement project lean_01_2012 that includes the analysis of the origin of all possible errors and implementation of actions.

Event description:
Country of complaint: spain. It is reported that the box is labeled as novosyn 5/0 hr17 (ref. C0068012 - lot. 116275) and the pouches inside are of the reference c0068165 novosyn 2/0 of the same batch 116275.